Manufacturer narrative:
No units were returned for evaluation of this complaint as the customer reportedly disposed of the suspect devices. It is acknowledged all laser fibers are 100% power tested prior to release which confirms the operational capacity of the device. Additionally, the units are 100% visually inspected for defects. The root cause of the complaint as reported (proximal end of fiber burn) was not able to be confirmed, however, it is likely to relate to the alignment of the customer laser device. Dornier will continue to monitor complaints related to this report. No trends related to the manufacturing of the device, process or material deviations, or batch defects were identified.

Event description:
A notification was received regarding diode fiber units which were reported to have burned during usage.